Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown.the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). Per the complaint information, the patient noticed air in the patient line. This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown; therefore, a batch review was not performed. The root cause of the air was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of customer's difficulty with draining while on the homechoice (hc) machine during initial drain, the home patient (hp)'s caregiver (cg) revealed that there were some air bubbles in the line. The cg wanted to just call the hospital for resolution, and the call was completed.